Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of a fenestrated bipolar forceps instrument came off and fell inside of the patient. The fragment was retrieved during the same surgical procedure which was completed robotically. Also, an x-ray was performed to check for remaining fragments. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information; however, no further details regarding the reported event were provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for failure analysis evaluation.

Manufacturer narrative:
On 05/05/2025, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: patient was intra-operative period for a robot-assisted procedure. The robot was docked off the davinci to the patient abdomen, the preliminary exposure of target tissue was underway. The fenestrated bipolar robotic arm was docked to the patient, with the jaws free of tissue. The team in the room noted a spontaneous dismemberment of the fenestrated jaws of the micro-cables at the distal tip of having been frayed. Due to the pneumoperitoneum, the tip began to spin uncontrollably inside the patient while retrieval was attempted. The fragment broke off into the patient. The surgeon was able to find the fragment on the superficial surface in the abdomen.

Event description:
Refer to h11 for follow-up information.